Event description:
The pt reported that the catheter had become disconnected from pump shortly after implant in 2004. The hcp reported that they initially saw the pt in 2006, for a referral for a catheter revision due to catheter disconnect; no symptoms reported. Due to scheduling problems, the revision did not occur until three months later. Following the catheter revision, the pt was seen twice for follow-up and had no issues at the time of the clinic visits. The pt also reported that the pump was stopped for two years and then restarted. The hcp reported she is not sure how long pump was stopped, but the pump was restarted when the catheter was revised and was functioning properly at every visit they had with the pt. No info was provided regarding reason for the pump being stopped.